Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, patient notifier was tested and no anomaly was detected. Hv output forced the device into backup vvi. The cause of the field event is an ic anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited electrical reset backup and dropped vf zone. The device could not be interrogated. Doctor raised question and concerned on device usage duration until electrical reset occurred. The device was explanted and replaced. Procedure was completed with no patient adverse consequences.